Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct300, was performed because a female patient had a myopic problem. No vitrectomy or incision enlargement were performed. Patient was reported to be doing fine. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint cannot be confirmed. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations. The information, although limited, does not indicate any relationship of the complaint with the iol design or manufacturing. All pertinent information available to abbott medical optics has been submitted.